Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was replaced. The physician notated the ipg was at 2.73v and felt it needed to be replaced. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's dbs ipg was explanted and replaced.